Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium on the alinity c processing module for one patient that was not reported out of the laboratory. The following results were provided (reference range 0.74-1.07 mmol/l): (B)(6) 2025, sid (B)(6), initial mg result= 3.13 mmol/l; repeat result = 0.96 mmol/l; repeat result (analyzer (B)(6) = 0.83 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer inspected the alinity c processing module and replaced the reagent probe, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data for the reagent probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the reagent probe was identified.

Event description:
The customer observed a falsely elevated magnesium on the alinity c processing module for one patient that was not reported out of the laboratory. The following results were provided (reference range 0.74-1.07 mmol/l): on (B)(6) 2025, sid (B)(6), initial mg result= 3.13 mmol/l; repeat result = 0.96 mmol/l; repeat result (analyzer (B)(6) = 0.83 mmol/l . There was no impact to patient management reported.